Event description:
Device issue: difficult to remove, locator wings bent. Time of device issue: during vessel closure. Adverse event: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the common femoral artery after a diagnostic procedure. Reportedly, after clip deployment, resistance was met during device removal. A dilator was inserted into the access ports unlocking the clip delivery tube set and the thumb advancer enabling them to be retracted proximally, which released the device from the tissue tract. Although the clip deployed and remains in the vessel, "some" bleeding continued. Manual compression was applied for ten minutes to achieve hemostasis. When the device was removed, the locator wings appeared to be bent. No adverse pt effects were reported. Though requested, no additional info was provided.

Manufacturer narrative:
(B) (4). (B) (4). The device was received. Investigation is not complete.